Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported that the patient with this pacemaker system reported having experienced a syncopal episode. The hcp stated that there is a plan to schedule the patient for a visit to evaluate the device. No adverse patient effects were reported. This pacemaker system remains in service.